Manufacturer narrative:
After battery installation, the up keypad button did not respond to keypad presses due to flattened dome switch. Unable to perform displacement and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that buttons of insulin pump were unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.